Manufacturer narrative:
Device passed displacement test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, hardware low level failures noted during self test and confirmed in pump history ( due to broken trace on u1 keypad assembly. No the motor processor did not ack a command from delivery manager in reasonable time. Data in alarm can identify which command it was or the hrm task did not grant motor power in reasonable time.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had multiple error. The customer's blood glucose level was unknown at the time of incident. The customer stated that the insulin pump had the hrm task did not grant motor power in reasonable time and also the motor processor did not ask a command from delivery manager in reasonable time. The customer stated the insulin pump had failed battery alarm also. The insulin pump will be returned for analysis.